Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. The lens tore upon the insertion into the eye. The incision was enlarged to remove the lens. Another lens was inserted. No sutures were required to close the wound. The reporter stated that the cause of the lens scaring was due to the lens being mis-loaded.